Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), shock impedance measurements above 125 ohms. Boston scientific technical services (ts) was contacted and discussed verifying that the correct configuration is programmed and that the device is in the pocket. It was reported that the crt-d is in an antimicrobial pouch when the initial testing was performed. The device was removed from the pouch and the shock impedance measurements were in normal range. The crt-d was placed back in the pouch and again shock impedance measurements above 125 ohms were observed. The ts consultant discussed that if the pouch is used, the impedance measurements may always be above 125 ohms and suggested performing defibrillation threshold (dft) testing to ensure system integrity. No adverse patient effects were reported. The crt-d was implanted and remains in service. Additional information was received that over one year later, this patient subsequently passed away. There were no allegations against the functionality of the device or that the patient's death was caused or contributed by the device. The crt-d is not expected to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.